Event description:
Had tmj concepts implanted in 1998 and is experiencing problems. Oral surgeon will not address their concerns. Jaw slides to the right. Face is bluish in color and implants can be seen. Diagnosed with neuromuscular disease. Pt is suicidal and depressed and can't get anyone to remove joints.